Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). The cutting wire was broken. The broken portion was scorched and melted. The outer diameter of the cutting wire was measured. The result indicated no abnormalities. The length of the coated portion of the cutting wire, and the cutting wire itself presented no abnormalities. There were no missing parts in the subject device. Other abnormalities that could lead to the breakage of the cutting wire were not confirmed. The manufacturing record was reviewed and found no irregularities. Based on the results of confirmation of the device and the investigation results in the past, a likely mechanism causing the broken cutting wire might be the following. The device was not protruded enough from the endoscope until the rear end of the cutting wire was in the field of view. Due to the situation of the ¿1¿ description, the cutting wire, and the endoscope were being close to each other. The output was activated in the state of ¿2¿ description. This might have led to an electrical discharge between the cutting wire and the distal end of the endoscope. An electrical discharge possibly occurred, and the cutting wire became hot instantly. That might have caused the cutting wire to break. The above device handling has been warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) received the following report from the user. During an endoscopic sphincterotomy (est) in an ercp lithotripsy, the subject device was used. When the device was activated about two or three times, the cutting wire of the subject device broke. The intended procedure was completed with another device. There was no patient injury reported. Omsc found that the broken section of the cutting wire was melted and burned.